Event description:
Ous MDR - after an implant duration of about 41 months it was reported that the shock impedance was out of range (> 200 ohms). No inappropriate noise detected on lead. No inappropriate therapy delivered to the patient. No adverse patient side effects have been reported. The implant and explant dates were not provided.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and a electrical inspection. At the distal part of the lead, the conductor cable to the rv shock coil was found fractured. This damage can be considered as the root cause of the high shock impedance measurements mentioned in the complaint description. The scanning electron microscopy image shows the breaking edge of the conductor cable to the rv shock coil. The even breaking line indicates a fatigue fracture. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Tensile force and bending forces during the implanted state should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. The analysis of the provided data confirms the clinical observation and is consistent with the analysis results of the lead. The inspection of the lead did not reveal any sign of a material or manufacturing problem.